Manufacturer narrative:
The returned sample had the manufacturing date of 05/2003, etched on to the product. The jaw had broken approximately 1 cm from the tip, and a visual examination of the product indicated there did not seem to be an issue regarding the design and the manufacturing of the product. Further visual evidence indicated the instrument had been well used from reprocessing treatment, cleaning, and sterilization.

Event description:
During a cholecystectomy, after introducing the right angle handpiece in the trocar, the tip broke off at the articulation point. No impact was reported, but the operation took a little more time. A part of the jaws (1 centimeter) broke during the surgery. At the time, this part of instrument was left in the patient, because the x-ray system was not available during the event, and the surgeon decided not to search for it because the patient's tissues are very fragile. The item was removed several days later, and the patient is fine.